Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump fell when the clip on the pump case came off, causing infusion sets to be pulled out. Customer's blood glucose was 160-300 mg/dl. The customer loaded new supplies and resumed insulin delivery.